Event description:
Caller states the patient tested 6.7 inr on the coaguchek xs system and 4.7 inr on a comparison lab. The caller said that based on the meter result, the doctor held the patient's coumadin. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
On an unreported date in (B)(6) 2007, the patient began peritoneal dialysis (pd). On an unreported date, the patient began treatment with extraneal viaflex (2l daily) and physioneal unspecified product (1.36% 5l daily and 2.27% 7.5l daily) intraperitoneally (ip) for automated peritoneal dialysis (apd). On (B)(6) 2010, the patient experienced cloudy peritoneal effluent and abdominal pain. The patient was diagnosed with peritonitis. The patient was not hospitalized for the peritonitis. On (B)(6) 2010, the patient began remedial treatment per hospital protocol with cefazoline (125mg/l daily ip) and ceftazidime (125mg/l daily ip). Remedial treatment with cefazoline and ceftazidime were ongoing. The patient recovered from the abdominal pain, and the peritoneal effluent was clear. At the time of reporting, the patient continued treatment with cefazoline and ceftazidime. Extraneal and physioneal therapies continued at the same dosage. The reporter could not establish a causal association of the peritonitis with extraneal and physioneal.